Manufacturer narrative:
(B)(4). Date sent: 10/3/2022. Additional information received: the patient was converted to an open procedure to remove the device and she¿s doing well post operatively. There was a concern the recipient was rejecting the kidney, those concerns have alleviated and the patient is doing well now. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. G2: report source others: report number omitted on previous mwr-18082022-0001242367.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown. Investigation summary: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: both photos shows the anvil area in closed position, with a white reload loaded. Several tissue and blood can be seen between the reload and anvil and it can be seen that the reload is pushed forward, out of its normal position with the anvil closed. Based on the two photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 5/1/2024. Additional information was requested and the following was obtained: additional details related to the event have been received. Operative notes received and attached.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2023.

Manufacturer narrative:
(B)(4). Date sent: 5/16/2023. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a vasecr35 reload partially installed in the jaws of the instrument. The battery pack was received in the same package but was not installed in the instrument. The voltage was measured on both banks of cells and the voltage was so low that it was not measurable. This is normal for a battery pack that has been installed into an instrument after several weeks of elapsed time. An assembly error was noted in the handle that is unrelated to the issue reported in this complaint. No conclusion could be reached as to what may have caused this condition. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was scanned using computed tomography at ethicon endo-surgery (cincinnati). This allows for non-destructive review of the entire device. Upon inspection of the device, the proximal end of the unclamp lockout spring was not properly assembled in the bulkhead pocket not allowing the device to function properly. CT scan of end effector showed that the reload is not fully seated in the channel of the instrument and there is part of a staple line just outside of the end effector. The partial staple line had fully formed staples and there were no staples trapped inside the end effector from this partial line. The knife is in the fully proximal position while the sled has been moved slightly distal from its home position. The sled has moved approximately 0.050¿ from its home position. The complaint reload after it was removed from the device for inspection showed that there is no damage to the reload deck observed. A side view of the complaint reload and bowing of the reload is observed. After the CT scans were taken, the device was unclamped by following the steps indicated in the instructions for use, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. The instrument unclamped normally without difficulty. This spring biases the unclamp lockout into position to engage the clamp release button and prevent unclamping during firing. The misassembly would not have prevented the device from unclamping after the firing or after the manual override system was used to return the drive bar to the proximal position. The device opened normally during the examination as expected. The manual override was reset to allow testing of the instrument. An attempt to non destructively reset was not successful and a small access window was cut in the right hand shroud to allow reset of the override system. As a safety measure, the override system will not allow use of the instrument after it has been engaged and resetting was required to allow fire out testing of the complaint instrument. Test firings, a total of four test firings were made with the complaint device to verify proper functionality and staple formation. A new production battery pack was installed into the device and was used for all four of the test firings. A new production reload from reload batch 108c41 was used for each firing. A manual override door from another device was installed for these test firings. The device was fired on a test skin and all staples were properly formed and the knife cut cleanly. The device automatically returned to the home position after completion of the firing stroke and it opened without difficulty when using the steps in the IFU. It is also possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the device has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 403a72, and no non-conformances were identified.